Manufacturer narrative:
Hongkong service confirmed the case is for field safety notice implementation. No actual problem of device. Hongkong service confirmed the case is for field safety notice implementation. No actual problem of device. This is non-complaint

Event description:
Hongkong service confirmed the case is for field safety notice implementation. No actual problem of device. This is non-complaint.

Event description:
It was reported to philips that the device has pads cable damage. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.